Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock product was disconnected during use in mr procedure. As a result the, contrast medium injection made by pump spilled. Blood leak occurred. No blood exposure to staff. No reports of seriuos injury or medical intervention noted.

Event description:
It was reported that the bd connecta¿ stopcock product was disconnected during use in mr procedure. As a result the, contrast medium injection made by pump spilled. Blood leak occurred. No blood exposure to staff. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported connection and leakage issues; however samples have been functional and leak tested showing no problems. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea rm5979 was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. The device history report for lot number 7275547 was reviewed, no related abnormalities were found. Material number 394600 for lot 7275547 was manufactured on 10/07/2017. According to the sampling plan applied for product performance, this lot was accepted and released. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that the bd connect stopcock product was disconnected during use in mr procedure. As a result the, contrast medium injection made by pump spilled. Blood leak occurred. No blood exposure to staff. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.